Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that a high voltage lead impedance alert was observed. It was noted that this could be a possible rv-coil fracture. Further information was requested however, was not provided.